Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the user reported event ¿black liquid and bubbles came out during reprocessing of the device¿ was not confirmed at olympus inspection. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from biopsy channel. The black residue found on the repair most likely contributed to fluid mixing with the lubricant in the scope since the scope was not reprocessed as a leaking scope. Ess advised the customer on how to properly reprocess a leaking scope during manual clean and use the appropriate cycle in the oer-elite. Also, the customer was provided with a page number within the IFU to refer to if needed. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. ¿ IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned and disinfected prior to being returned for evaluation by manually cleaning and high-level disinfection in the oer elite. The customer inspected the device before use per the instructions for use and tested the device. The customer did not know what the foreign material was. The device was not used to biopsy, and the patient had a clean prep with no tattoos. There was no delay to precleaning. The instrument/suction channel was aspirated with water. There were no abnormalities in the accessories used for reprocessing. The instrument channel outlet was wiped/brushed with a clean lint-free cloth/brush/or sponge. The customer brushed the instrument channel, instrument channel port, and suction cylinder. The device was returned to olympus for evaluation and the customer's allegation of bubbles was confirmed. The customer allegation of foreign matter was not confirmed. The device evaluation found a leak on the biopsy or instrument channel. No other leaks were noted. A no image (error code b30) occurred but after aeration the image was okay. Using a bores scope, kinks, a dent, and scrape marks were observed on the biopsy or instrument channel near the bending section. The distal end plastic cover had a deep dent. The objective lens and light guide lenses had peeling on the cement/tiny chips at the edges. The bending section cover glue was cracked. The control body was dry. The scope connector was wet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had black liquid/ink and bubbles coming out it. The event was observed during reprocessing for an unknown diagnostic procedure. There were no reports of patient harm.